Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via email that the 23-inch tubing on the infusion set kept getting caught on things. This resulted in infections at the site and the customer has had to spend a lot of time in the ICU. The customer's blood glucose was unknown. The product was not replaced or returned.